Event description:
It was reported the front-actuated grip's pad fell outside of the body while removing burnt operation. The issue occurred during an unspecified therapeutic procedure, which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) . The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 (lot), d9, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the probe was broken off 16 mm from the distal end. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following mechanism led to the malfunction: the output was activated while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. The grasping section and the probe came into contact due to wear of the tissue pad. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed. A force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. A force was applied to the probe causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.